Manufacturer narrative:
Testing and investigation found that the device touchscreen was responsive but the key alignment was slightly off-centered. The probable cause was a broken touchscreen. This was due to contamination from fluid ingress which altered the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device touchscreen would not calibrate. Prior to testing, the device was returned to the biomedical dept from an unk floor with a report that the touchscreen is out of calibration. Respond when pressed. There were no reports of any pt involvement, no adverse reactions, no delay in critical therapy, and no need for medical intervention. No additional info was provided.